Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery ? Resecting rectum during lar? Did the patient received any preoperative radiation or chemo therapy? Both treated for patient. Was there any difficulty opening or closing these devices? Nothing. Any unusual sounds noted? No report. On the first firing where the jaw was bent, was the firing completed? Firing did not complete and the middle point of the jaw. Does the surgeon wait 15 seconds prior to firing? Absolutely he does. What was the reason for converting to open? He could not try any more for patient. How was the surgical procedure completed in the open fashion? Lata. Are photos available? Yes they are. How did the 3rd device fail? No movement (no firing). What is the current patient status? Converting from lap to open, so he needs longer hospital stays but I am not sure any details.

Event description:
It was reported that the jaw was bent during lar for resection to rectum with gold cartridge. Although he used one more gun, the gun was also fired only 2~3 cm staple line and got stuck. He tried third one, but it failed. So he convert to open procedure.

Manufacturer narrative:
(B)(4). Batch number: r9348a. Photographic analysis: two photos were provided. Picture one shows the anvil of a device with the jaws open. The knife slot can be seen damaged and there is not reload loaded. Picture two shows the anvil of a device with the jaws open and with a gold reload loaded. Several drivers can be seen up and several b-formed staples are appreciated it on the proximal end of the reload. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r9348a. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and without a reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.